Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, a "groove" was noted on the ia disposable tip. The doctor took care to avoid touching the posterior capsule during the case and no harm or damage occurred to the patient.

Manufacturer narrative:
Additional information provided. One polymer straight I/a tip was returned for evaluation for the report of a groove on the tip. The doctor did notice the groove during its use and took care to avoid touching the posterior capsule during the case and no harm occurred to the patient. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Two supplier incoming polymer tip lots were present contained within the final customer lot. A visual inspection was performed and the polymer tip appears to be visually nonconforming due to a burr condition. The distal tip molded cap has a mismatch between the molding parts causing both a groove and a burr condition due to this molding misalignment. A dimensional inspection of the burr condition did confirm a nonconforming burr condition due to the mismatch. The complaint evaluation does confirm the polymer ia tip has a nonconforming burr. The root cause for this burr condition was due to the molding nonconformance of the part received from the supplier. Action is being taken to notify the supplier of the complaint issue so that they can further investigate the problem. Incoming inspection does perform a sample inspection for polymer I/a tip, but the sampling did not observe this issue during the inspection process. The manufacturer internal reference number is: (B)(4).